Manufacturer narrative:
Correction: b5 - should have been reported for right ventricular lead instead of atrial lead.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high defibrillation impedance. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited high defibrillation impedance. No intervention was performed. The patient was in stable condition and will continue to be monitored.